Event description:
The hearing aid (h/a) dispenser reported that the h/a user developed an infection in their outer ear attributed to wearing the hearing aid. The user was referred to an ent who prescribed antibiotic drops and was encouraged to follow up with the ent after a recent remake.